Event description:
Subsequent to the previously filed report new information was received indicating that the patient experienced a myocardial infarction (mi) on (B)(6) 2009. Angiography showed no lesions amenable to coronary intervention, and the patient was treated medically. On (B)(6) 2011, while hospitalized for a right lung lobectomy due to cancer, the patient experienced another mi. He was transferred to a second hospital on (B)(6) 2011, for cardiac catheterization and treatment for the mi. No coronary intervention was performed, and the patient was treated medically. The patient was discharged from the hospital on (B)(6) 2011. No additional information was provided. During the hospitalization of (B)(6) 2009 reported on the previously submitted medwatch, the patient experienced angina and was noted to have elevated cardiac enzymes and ECG changes indicating a non-st elevation myocardial infarction.

Event description:
It was reported that approximately 9 months after direct xience stent implantation in the mid-saphenous vein graft the patient experienced a myocardial infarction. The patient was treated with medication. No additional information was provided.

Manufacturer narrative:
(B)(4). Angina is a known adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use/no-predilatation there was no reported product deficiency and the product was not returned. Myocardial infarctions are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the xience v was direct stented in a saphenous vein graft. It should be noted the IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts. The vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It does not appear that the off label use of the xience v contributed to the reported patient effects.